Event description:
A zoll patient services rep contacted customer support to report that one of the patient's battery packs was not charging properly. The patient's suspect battery pack was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem was confirmed. The cause of the battery not charging properly was a faulty lithium-ion protector circuit (u1) on the battery pack pca. The root cause of the failed component has not been positively determined. No adverse event resulted from the damaged battery pack. The patient was provided with a replacement battery pack.